Event description:
The account alleged the side rail will not lock and a pt fell out of the bed.

Manufacturer narrative:
The tech investigated and found the side rails were locking correctly. The bed is an older model and the side rails only lock on one side of the rail. The bed was swapped to resolve the issue. The wound care nurse stated that the only injuries that the pt had from the fall were minor skin tears. The skin tears required dressings and healed well. No add'l medical attention was needed. The pt stay was not extended due to this issue. The technician stated that the facility told him that they believed the pt removed the side rail and they also could not recall if they had locked the slide lock on the side call.